Manufacturer narrative:
There are tool marks on the head of the adjustment screw, but the hex head is in good condition. The retainer ring is also stretched at the tip of the adjustment screw, due to over tightening, allowing some play in the travel of the clamp face. The screw threads are not stripped and are in good condition.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Suspect device has not been returned to manufacturer for further evaluation.

Event description:
A site representative, sterile processing specialist, reported an open spine clamp was slipping when tightened. The site staff member was using pliers to tighten the open spine clamp which in turn stripped the edges. This event was reported outside the operating room, no patient was present at the time of the alleged malfunction.